Manufacturer narrative:
Prior report was submitted incorrectly as it was missing the uid information.

Manufacturer narrative:
Concomitant medical products: product ID 37092, product type: accessory. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for gastrointestinal/pelvic floor. The patient reported that they did not receive adequate training using patient programmer (pp). The patient stated that hcp reviewed it right after anesthesia and she couldnt remember anything. The patient also noted that the manufacturer representative did everything as well. The patient stated that they had some improvement initially but during the week of report the patients symptoms suddenly returned. The patient was unable to connect using the pp and did not have an antenna because she never received one. The patient mentioned that the monitor for the trial was much easier to use. The patient also mentioned that during the trial she increased stimulation too high but was able to decrease it right away. Additional information from the patient reported that the patient was getting a poor communication screen when using the pp. The patient was recently implanted and was not using the antenna. The pp was placed directly over the implantable neurostimulator (ins) on the skin and synced but this also did not resolve the issue. The patient was also instructed to turn the pp on and off and re-sync with the ins but this did not resolve the issue either. The patient was sent a replacement antenna and told to call back when she received it.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that there was no return of symptoms and that the symptoms were never completely gone.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the patient. The patient reported that the antenna sent to her resolved her return of symptoms and her inability to connect using the patient programmer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.